Manufacturer narrative:
(B)(4). Boston scientific received additional information that the device was explanted in (B)(6)2010. The documented explant reason was normal battery depletion. The device was returned for analysis approximately four years later. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) by charge time. Monitoring voltage was 2.54 v and charge time was 22 seconds. This device is included in the mid-life display of replacement indicators advisory population. Technical services discussed that brady and tachy therapy remains unchanged but is shocks are needed the charge time will be longer. No adverse patient effects have been reported.

Manufacturer narrative:
Device replacement was planned. The patient wondered if they could postpone the procedure one week to go to a hospital closer to home. Ts advised that they discuss this with their physician. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.